Manufacturer narrative:
The field service engineer checked the analyzer and replaced the reagent probes and sample probes. The investigation was not able to identify the specific cause of the event. The issue appeared to be resolved after the service actions.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable crp (c-reactive protein) results from the cobas 8000 cobas c 701 module compared to another cobas module. Sample 1 initial result was 199 mg/l and the repeat result was 271 mg/l. Sample 2 initial result was 214 mg/l and the repeat result was 299 mg/l. The repeat results were believed correct.